Manufacturer narrative:
Insufficient information based on the social media post. Requested additional information but no response.

Event description:
Patient reported unspecified adverse event on a social media post, (B)(6), on (B)(6) 2018. In the statement, he "ended up having emergency surgery while on vacation from the side effects." No additional details are available.